Manufacturer narrative:
Tripped circuit breaker, auxiliary power outlet.

Event description:
It was reported by svc report that there was no power to the mattress and the power cord was severely damaged. No pt involvement or adverse consequences are reported.